Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced low blood glucose. Customer's blood glucose was 28 mg/dl. Customer nurse stated retainer ring was damaged and reservoir were not able to lock in place. Customer declined troubleshooting. Customer treated low blood glucose with carbs. The insulin pump will be returned for analysis.

Manufacturer narrative:
Retainer ring = missing. Customer returned insulin pump alleging low bg's, cosmetic damage at the retainer ring found on 20-apr-2022. Insulin pump was received with missing retainer ring. Unable to perform displacement test and occlusion test due to missing retainer ring. Unable to lock a test p-cap properly into reservoir compartment due to missing retainer ring. The insulin pump passed the rewind test, prime/seating test, basic occlusion test, force sensor test and self test. Insulin pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electronic assembly, motor, or force sensor. However, moisture damage is found isolated to the battery tube. The following were noted during visual inspection: scratched case, pillowing keypad overlay, cracked keypad overlay, overlay scratched, corroded battery tube, missing o-ring (reservoir tube), detached retainer, and keypad overlay peeling. Unable to verify customer's complaint for low bg's. Missing retainer ring confirmed. Corroded battery tube was confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.